Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra-aortic balloon pump (iabp) was consistently alarming and unable to turn off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) inspected the unit and replaced the front end board. The unit passed all functional and safety test in accordance with the factory specifications. The failure analysis and testing dept. Received part with a reported unit failure of a consistent alarm. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per procedure. Device will not boot up and alarms. Confirmed the reported failure. Sending the board to the supplier for failure analysis per procedure. Failure analysis received from the supplier for the part. They stated the part had a faulty r83 and u34 component. Root cause for this part would be the faulty components possibly due to component reliability. Retaining the part in the failure analysis and testing department per procedure.